Event description:
Complaint alleged that the hi/low head was drifting.

Manufacturer narrative:
Technician informed that the issue was that the hi/low head was drifting. Told (B)(6), it was s9 coil and valve. Replaced the head hi-lo valve to resolve this issue.